Event description:
Procedure type: thoroscopy. According to the rptr: the stapler delivered a mangled staple line on the bronchus. The surgeon re-stapled and applied suture for hemostasis. No blood loss was reported. No tissue damage was reported. Operative time was delayed 10-15 mins.

Manufacturer narrative:
(B)(4).